Event description:
Report received indicating the catheter sheared. The report stated: "the abbocath had been sited in the right jugular vein (internal?). When the suture was removed, it was found that the distal part remained within the vasculature. It is unsure whether it has been (distal part) located or retrieved." Multiple unsuccessful attempts have been made for additional info.

Manufacturer narrative:
A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.